Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper molding defect was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper molding defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube there was a broken lid/cap(s). The following information was provided by the initial reporter. The customer stated: the lid had a manufacturing defect."

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube there was a broken lid/cap(s). The following information was provided by the initial reporter. The customer stated: the lid had a manufacturing defect."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.